Manufacturer narrative:
Received a photo and video from the customer showing the affected sample. The sample gave an air in line error on the pump. The reported complaint of air in line could be confirmed from the received video. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d9 and g2.

Manufacturer narrative:
E1 - (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 16" (41 cm) appx 6.3 ml, trifuse add-on set w/2 spiros®, bag spike, 3 clamps (blue, 2 red), dry spike adapter that experienced air in line. It was stated in the report that ¿air in line..¿ the event occurred on (B)(6) 2025, during infusion. There was concomitant drug used, and concomitant device involved. No bleedback was noted and there was no delay in critical therapy. There were no obvious defects noted on the product. There was patient involvement reported, but no patient harm/adverse event reported. There were 2 samples affected.